Event description:
It was reported the pt experienced pain at the ipg site. It was also reported the pt will undergo surgical intervention at a later date to address this issue.

Manufacturer narrative:
Correction number: add'l number 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.